Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) the patient's bgl is always high as it sometimes reaches 600 and today her bgl was 482 [blood glucose increased]. Novopen4 sometimes doesn't push insulin. [Device failure]. Case description: study ID: 1706-novocare programme . Study description: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height, weight and body mass index not reported. This serious solicited report from egypt was reported by a consumer as "the patient's bgl is always high as it sometimes reaches 600 and today her bgl was 482(blood glucose increased)" with an unspecified onset date , "novopen4 sometimes doesn't push insulin.(device failure)" with an unspecified onset date and concerned a female patient (age not reported) who was treated with novorapid flexpen (insulin aspart) solution for injection, 100 iu/ml (dose, frequency & route used - unk(depends on meals)) from unknown start date for "diabetes mellitus", mixtard penfill (insulin human) suspension for injection (dose, frequency & route used - 75 iu, qd(50 iu + 25 iu)) (therapy dates - ongoing) from unknown start date and ongoing for "diabetes mellitus", novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus". Dosage regimens: novorapid flexpen: mixtard penfill: novopen 4: current condition: diabetes mellitus( type and duration not reported). On an unspecified date, the patient reported that the novopen 4 sometimes did not push the insulin. On an unspecified date, the patient's blood glucose was 600 mg/dl and was 482 mg/dl. On an unspecified date, novopen4 was checked and it worked well. Also, the calibration test was done successfully. Batch numbers: novorapid flexpen: requested; mixtard penfill: requested; novopen 4: hvgn506. Action taken to novorapid flexpen was reported as product discontinued. Action taken to mixtard penfill was not reported. Action taken to novopen 4 was not reported. The outcome for the event "the patient's bgl is always high as it sometimes reaches 600 and today her bgl was 482(blood glucose increased)" was not yet recovered. The outcome for the event "novopen4 sometimes doesn't push insulin.(device failure)" was not reported. Reporter's causality (novorapid flexpen) - the patient's bgl is always high as it sometimes reaches 600 and today her bgl was 482(blood glucose increased) : unknown. Novopen4 sometimes doesn't push insulin.(device failure) : unknown. Company's causality (novorapid flexpen) - the patient's bgl is always high as it sometimes reaches 600 and today her bgl was 482(blood glucose increased) : unlikely. Novopen4 sometimes doesn't push insulin.(device failure) : unlikely. Reporter's causality (mixtard penfill) - the patient's bgl is always high as it sometimes reaches 600 and today her bgl was 482(blood glucose increased) : unknown. Novopen4 sometimes doesn't push insulin.(device failure) : unknown. Company's causality (mixtard penfill) - the patient's bgl is always high as it sometimes reaches 600 and today her bgl was 482(blood glucose increased) : unlikely. Novopen4 sometimes doesn't push insulin.(device failure) : possible. Reporter's causality (novopen 4) - the patient's bgl is always high as it sometimes reaches 600 and today her bgl was 482(blood glucose increased) : unknown. Novopen4 sometimes doesn't push insulin.(device failure) : unknown. Company's causality (novopen 4) - the patient's bgl is always high as it sometimes reaches 600 and today her bgl was 482(blood glucose increased) : possible. Novopen4 sometimes doesn't push insulin.(device failure) : possible. Reporter comment: novorapid flexpen stopped due to unavailability.

Event description:
Case description: investigation result: name: novopen® 4 batch number: hvgn506 the product was not returned for examination. Name: novorapid® flexpen® batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: mixtard penfill batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission case updated with the following information: -imdrf codes updated -investigation result updated -narrative updated accordingly. Final manufacturer's comment: 16-aug-2022: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. O abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid flexpen and mixtard penfill. H3 continued: evaluation summary name: novopen® 4 batch number: hvgn506 the product was not returned for examination.